Event description:
It was initially reported to boston scientific corporation that a flexima biliary stent system was used for an endoscopic retrograde cholangiopancreatography (ercp) in the bile duct of pt (patient age, sex, and weight are unknown). During the procedure, resistance was felt while advancing the device through the pentax duodenoscope. The distal stent flap exited that scope, but the device could not be advanced further, or withdrawn, as the proximal stent flap was stuck in the scope. The entire device had to be removed, along with the scope. The procedure was completed with another flexima biliary stent system. There were no pt complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unk. The device has been received; however, the eval has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.